Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. The device was returned to zoll medical (B)(4) for evaluation. Review of the device history logs indicates that the device appropriately failed the readiness test as the customer configured to have the device perform readiness tests with pads attached. A multi-function cable was shorted to the device during the reported event. The device was recertified and returned to the customer. Reports of this nature do not meet the requirements of a medwatch report submission and this report was submitted in error. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing the device failed readiness test. Complainant indicated that there was no patient involvement in the reported malfunction.